Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014. During set up the day before the procedure, it was noted that the tyvek of the device had dried up and was cracked and breaking open. There was a rip on the tyvek which appeared to be going away from the device and not inwards as though something was resting on top of the device and pushed it in towards the device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. A tactile evaluation on the tyvek lid material was done. It tore very easily like paper. The package or lidding material appeared to have been exposed to a chemical or an extreme condition or conditions way above normal. The blister part of the packaging appeared normal. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.